Manufacturer narrative:
The device history record (DHR) review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Visual and functional testing were performed. A visual inspection found that both plunger cases and the battery door were cracked. Primary audible background test found in pump event history log. During functional testing using the occlusion test, the reported issue of primary audible alarm background test was unable to be duplicated. The speakers were replaced as a preventive measure. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that primary audible alarm background event occurred. No patient injury reported.